Manufacturer narrative:
Review of the case by ocd shows that a weak anti-e was missed pre transfusion by the provue, but was detectable by the manual gel method. Thus with available information, we can conclude that a hemolytic reaction occurred due to a missed e which is weak. Not all technologies detect every type of antibody especially when weak. A pre-transfusion coombs crossmatch performed after the transfusion detected the presence of the weak antibody. An ocd field engineer visited the site and verified that the critical components to the analyzer were within specifications. The fe made adjusted the pressure settings and verified additional components on the instrument. The customer run and accepted qc.

Event description:
The customer reported two incidents in which the ortho provue analyzer resulted patient samples containing weak antibodies as negative. Mts anti-igg card lot # 072208001-09 was used for testing. One of the incidents resulted in the transfusion of incompatible blood and a transfusion reaction. In 2008, the patient was transfused with 2 units of packed cells (red cells). The following day, the lab was notified that the patient had experienced a transfusion reaction (hematuria). No other symptoms were reported. The customer indicated that both units transfused to patient on original date, were little-e positive. The customer indicated that the patient has been discharged. Ocd's medical director has classified this event as a serious injury. Med watch MFR#s 1056600-2008-00351 and 1056600-2008-00352 has been filed against the gel cards.